Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with the device in back-up mode. Technical support was contacted and the device was successfully reprogrammed out of back-up mode. The patient's condition was stable.